Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, the rubber seal came off the balloon. The surgeon placed the rubber seal back onto the trocar to finish the procedure. There was no patient injury.